Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site. The fe checked the temperature regulation of the incubator, pressure and vacuum adjustments and centrifuge rpms, which were all within specifications. Wad diagnostics testing was acceptable. The fe indicated that the customer sent some of the samples in question to a reference lab for testing. The reference lab obtained negative results using tube method for antibody identification. The fe submitted the log files to ocd second level support (tac) for investigation since the issue was not resolved. Tac reviewed the log files and indicated that the data files only contained the most recent (B) (6) file which began on (B) (6)2009. Based on the data obtained from the customer regarding the sample tested on (B) (6)2009, the tiff images showed no reactions in the microtubes. The provue read the reactions as negative. Bitmap images were reviewed by 2nd level support for batch 318 (sample from (B) (6)) and all wells were clearly negative. Provue read reaction correctly as negative. The reader camera brillo setting from the calib values file dated 05/29/09 was at 117 which is within specifications. This customer has not logged any similar complaints against this analyzer since (B) (6)2009. (B) (4). Refer to medwatch # MFR 1056600-2009-00137 regarding the incident that occurred on (B) (6)2009.

Event description:
A customer reported that repeat testing on a new sample that had initially tested negative on the provue on (B) (6)2009, was testing negative again on (B) (6)2009. The customer tested a new sample from the same pt on (B) (6)2009 and obtained negative results on the provue using vss236 and gel card lot 013009001-21. The customer visually inspected the gel cards that were tested on the provue and confirmed that all reactions resulted by the provue were negative. The same sample was tested using manual gel with the same screening cells and gel cards. Cell 1 was weakly positive (w- 1+), cell 2 and cell 3 were negative. The sample was then tested using manual gel with 0.8% resolve panel a, vra 129, and the same lot of gel cards. All k+ cells of the panel reacted weak-1+, demonstrating the anti-k.